Manufacturer narrative:
Dat of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg would not charge. The patient underwent an ipg replacement procedure and was having good coverage postoperatively. The explanted ipg was discarded by facility.